Event description:
This lead was explanted after becoming dislodged. The physician attempted to reposition this lead several times before replacing it. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation during the explant procedure. Furthermore the steroid collar was found damaged, which occured most likely during the surgery. No deviations were noted which might be related to the dislodgement mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.